Manufacturer narrative:
Updated b5: describe event or problem. (A2) age at time of event: 18 years or older. (E1) initial reporter facility name: (B)(6) medical university.

Event description:
It was reported, that stent damage occurred. The target lesion was located in the iliac vein. A 14x90/9fr uni plus 75cm wallstent endoprosthesis stent was advanced for treatment. However, during procedure, it was noted, that the there was a kink in the first stent. The procedure was completed with another of the same device. There were no patient complications. And the patient was stable. It was further reported, that the target lesion was 70% stenosed and was mildly tortuous. It was confirmed, that the kink was noted, in the delivery system not in the stent itself.

Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter facility name: (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the iliac vein. A 14x90/9fr uni plus 75cm wallstent endoprosthesis stent was advanced for treatment. However, during procedure, it was noted that the there was a kink in the stent. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.